Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting quickly. The customer's blood glucose (bg) level was 158 mg/dl. During troubleshooting with tandem technical support, review of the customer's battery activity was unable to confirm the reported issue. However, the customer maintained the battery was depleting quickly. Reportedly, the customer continued to use the pump for insulin therapy.